Manufacturer narrative:
E1. Added initial reporter first name.

Event description:
It was reported that the burr was stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted on the first ablation the speed was set at 180,000rpm and ablation started at 171,000. However, the device was stuck in the lesion at 148,000 rpm. When the outer sheath was pulled out after cutting, the burr stuck was also released. Hence, device stall was also noted. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the noted stall was observed prior to device becoming stuck. Also, when the outer sheath was pulled out, the burr was unstuck.

Event description:
It was reported that the burr was stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted on the first ablation the speed was set at 180,000rpm and ablation started at 171,000. However, the device was stuck in the lesion at 148,000 rpm. When the outer sheath was pulled out after cutting, the burr stuck was also released. Hence, device stall was also noted. The procedure was completed with another of the same device. No patient complications were reported.